Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-09 additional information was received from the rep in response to a follow up request. The rep provided the serial number for the implanted neurostimulator (ins). The "issue" with the device was that it was at end of service (eos). Cause was requested but the rep did not provide a cause. The ins was scheduled to be replaced on (B)(6) 2025. The explanted ins was discarded by the clinician despite requesting the device be returned for analysis.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the dissatisfaction with the longevity was reported and the physician expected the battery to last longer than it did and believed it would last another year. The battery longevity calculator was not utilized. It was unknown if it was considered abnormal or normal based on therapy usage. It was unknown if there were any falls, accidents, etc. That may have contributed to an issue with the system. The rep obtained this information from the doctor on 5/27/2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports patient had vanta implanted on (B)(6) 2021. Caller reports patient started having issue about 1 month ago and is scheduled for a replacement on (B)(6) 2025 to a different system. Caller reports patient's insurance company is asking for warranty information. Caller reported they did not know if patient, physician or insurance company is alleging ins early depletion. Suggest sending ins back for further analyze. Email sent to caller on warranty information.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.